Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Twenty-two (22) events were reported for this quarter. Eighteen (18) devices were received for evaluation. Three (3) devices was available for evaluation but have not yet been received. One (1) device was not available to stryker for evaluation.  Eleven (11) events were confirmed during testing; the device was found to be affected by corrosion. One (1) event was confirmed during testing; the device was found to be affected by debris. Four (4) events were not confirmed during testing; however, the device was found to be affected by corrosion. Two (2) devices evaluation is in progress. Sixteen (16) devices were repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 22 malfunction events in which the device reportedly overheated. Twelve (12) events had no patient involvement; no patient impact. Seven (7) events had patient involvement; no patient impact. Three (3) events had no known patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 6 previously reported events are included in this follow-up record. Product return status 2 devices were received for evaluation. 3 devices were not available to stryker for evaluation. 1 device was available for evaluation but has not yet been received. Evaluation status 2 reported events were confirmed during testing. - 2 devices were found to be affected by corrosion. Additional information 6 devices were not labeled for single-use. 6 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 22 </noe> malfunction events in which the device reportedly overheated. 12 events had no patient involvement; no patient impact. 7 events had patient involvement; no patient impact. 3 events had no known patient involvement or patient impact.